Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery treatment procedure the patient experienced a myocardial infarction. The target lesion was located in the mid left anterior descending artery with 70% stenosis and was 15 mm long with a reference vessel diameter of 3.25 mm. The physician treated the lesion with pre-dilatation and implanting a 3 mm x 20 mm taxus liberte stent and post-dilatation with 0% residual stenosis. One day post index procedure, the patient experienced elevated cardiac enzymes. The patient was kept in the hospital and no action was taken. The patient was discharged two days post index procedure on aspirin and prasugrel.